Event description:
Spider wire snapped distal to the basket. The filter was removed upon normal retrieval. The tip of spider wire was left in the patient after unsuccessful removal via snare.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The spider fx device was received for evaluation with the capture wire loaded through the recovery section of the double-ended catheter the filter assembly was exposed beyond the catheter shaft. The distal weld of the spider fx platinum/ tungsten coil was separated from the nitinol core. The tip of the core exhibited a flat fracture face but the nature of a nitinol fracture will obscure the fracture mode (tensile/ torsional). The length of the attached nitinol core was 26mm from the spiral connector. The catheter was undamaged.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The spider fx device was received for evaluation with the capture wire loaded through the recovery section of the double-ended catheter the filter assembly was exposed beyond the catheter shaft. The distal weld of the spider fx platinum/ tungsten coil was separated from the nitinol core. The tip of the core exhibited a flat fracture face but the nature of a nitinol fracture will obscure the fracture mode (tensile/ torsional). The length of the attached nitinol core was 26mm from the spiral connector. The catheter was undamaged.